Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis. On a later date the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12k09112 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h12g27079 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional or relevant information becomes available, a supplemental report will be submitted.